Event description:
The customer reported that the system would intermittently display a dark screen during use. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated all the printed circuit boards in the card cage as well as reseated all the ribbon and the video connectors and checked the power supply voltage. The system was tested and found to be working as intended and put back in service.